Event description:
The patient reported that she had an experience in the past where she did not get in for a refill quick enough. The patient ended up in the hospital; was vomiting and feeling crawling on her body similar to withdrawal. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709 serial# (B)(4) implanted: (B)(6). 2004 product type catheter. (B)(4).

Event description:
Additional information received reported the patient was feeling sick and horrible when in the hospital for the previously reported missed refill. The alarm was silent when the patient wen to the emergency room. As of (B)(6)-2012, the patient received assistance from a doctor or manufacturer representative and no longer had concerns with the device or therapy.

Manufacturer narrative:
(B)(4).